Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the surgeon advised the patient to weight-bear within two weeks after surgery. Due to the weight-bearing the right nail's "cuff" broke and it compressed from 4cm to 2.9cm. No additional information has been provided.